Manufacturer narrative:
(B)(4).

Event description:
After additional review, it was determined some information pertaining the catheter issue was erroneously reported in mfg. Report # 3007566237-2015-00330. All information pertaining to the catheter occlusion will now be covered in this report. Additional information was received from a healthcare provider (hcp) regarding a patient in an intrathecal baclofen therapy (ibt) clinical study. The pump was used to deliver unknown baclofen (500 micrograms(ug)/ml, 152.93ug/ml). The catheter twisted and kinked on (B)(6) 2015. The patient was hospitalized on (B)(6) 2015 for catheter revision. It was stated that a catheter "dye study followed by replacement "were the actions taken. The patient completely recovered on (B)(6) 2015. The patient was finally diagnosed with a catheter occlusion. The patient continued to have pain/spasms and required an increased dose of baclofen. The patient had been exited from the study on (B)(6) 2015 and continued treatment after the end of the study. History: hydrocephalus, deep vein thrombosis (dvt), insomnia and ischemic stroke, asthma pain, depression, constipation, allergies ( unspecified), seizure disorder, leg swelling, blood pressure, dyspepsia, nausea and ear wax build up in left ear. Concomitant drugs: singulair (montelukast sodium), vitamin d (ergocalciferol), keppra (levetiracetam), xarelto (rivaroxaban), pulmac ort (budosenide), tramadol (tramadol hydrochloride), tylenol no. 3 (tylenol w/codeine no3), ventolin (salbutamol), cymbalta (duloxetine hydrochloride), senna (senna alexandrina), percocet (oxycodone hydrochloride, paracetamol), zyrtec (cetirizine hydrochloride), acetaminophen (paracetamol), lasix (furosemide), veramyst (fluticasone furoate), zanaflex (tyzanidine hydrochloride), calcium d tab (calcium carbonate, colecalciferol), tizanidine hydrochloride, voltaren gel (diclofenac), melatonin, warfarin sodium, calcium, maxzide (hydrochlorothiazide, triamterene), prilosec (omeprazole), and debrox (urea hydrogen peroxide). Dose changes: received first dose of study medication baclofen at a dose of 86.36ug (intrathecal). From (B)(6) 2014, the subject received increased dose of study medication baclofen at a dose 94.96ug (intrathecal). From (B)(6) 2014 the subject received increased dose of study medication baclofen at a dose 104.54ug (intrathecal). From (B)(6) 2014 to (B)(6) 2015, the subject received baclofen at a dose of 94.21ug (intrathecal). On (B)(6) 2015, the subject fell out of bed (first occurrence) and hit abdomen due to this the baclofen pump flipped (device dislocation). From (B)(6) 2015, the subject received study medication baclofen at a dose of 103.18ug (intrathecal). From (B)(6) 2015, the subject received study medication baclofen at a dose of 118.29 ug (intrathecal). From (B)(6) 2015, the subject received study medication baclofen at a dose 130.24ug (intrathecal). From (B)(6) 2015, the subject received study medication baclofen at a dose 138.95ug. From (B)(6) 2015, the subject received study medication baclofen at a dose 152.93ug. It was stated that the subject still had pain / spasm and the titration was delayed due to medical issues. Therefore, on (B)(6) 2015, itb pump titration was performed outside the titration window.

Event description:
On (B)(6) 2015, the expected residual volume was 3.9 ml; the actual residual volume was 30 ml. A dye study was ordered, but had not yet been completed. The patient had no symptoms related to the event. The patient status was reported as ¿alive-no injury¿. The device system was delivering lioresal. The outcome was reported as ¿ongoing event¿.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information reported the healthcare provider (hcp) suspected a catheter issue when the patient began having "rebound spasticity." The spasticity was still present after a dose increase. At a refill on (B)(6) 2015, the residual volume was too high. A catheter dye study was then performed on (B)(6) 2015. Since the hcp was unable to aspirate from the catheter/catheter access port (cap), an occlusion/obstruction was suspected. The location of the occlusion was determined to be at the catheter tip the catheter was revised on (B)(6) 2015. The patient's status at the time of the event was stated to be alive with no injury. The patient recovered without permanent impairment.

Manufacturer narrative:
Date was updated for previously reported new information, instead of the reported date of 12-aug-2015.

Manufacturer narrative:
(B)(4).